Event description:
New z stent fracture identified at 6 months post procedure. Pt has stable aaa size and no endoleak. Fracture not seen at one month kub. No migration to device. Zenith commercial aaa stent placed in 2003.